Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient did not report blurry vision. The patient only reported decreased vision. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A patient reported following an intraocular lens (iol) implant procedure, they experienced vision decent (decreased). A week following the procedure the patient returned for a follow-up and white membranous on the front surface of the iol. The patient is also experiencing blurry vision.